Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on the 2nd day of npwt utilizing a pico 7 device, it was noticed the pump was not working. The batteries were exchanged, however the problem was not solved. The treatment was completed without delay using a smith & nephew back-up device. No other complications were reported.

Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship with the reported event. Visual inspection confirmed that there appeared to be contamination within the bottom battery enclosure of the device, when fresh batteries were inserted, the device did not function. The analysis undertaken confirmed that the device had failed due to liquid entering the device which confirmed the root cause as user variance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.